Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain, pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. B91738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included genital haemorrhage, pregnancy and d & c in (B)(6) 2014. Concurrent conditions included overweight, uterine bleeding and adenomyosis. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), menstrual disorder ("menstruation issue"), alopecia ("hair loss") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with loratadine, bactrim (bactrim ds), surgery (underwent total vaginal hysterectomy and left salpingectomy) and surgery (underwent total vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menstrual disorder, back pain, mood swings, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, fatigue, weight increased, alopecia, anxiety and depression outcome was unknown and the pelvic pain, thrombosis, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Current weight 174lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. B91738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included genital haemorrhage, pregnancy and d & c in (B)(6) 2014. Concurrent conditions included overweight, uterine bleeding and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), menstrual disorder ("menstruation issue"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (underwent total vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, thrombosis, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, menstrual disorder, back pain, mood swings, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Current weight 174lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Most recent follow-up information incorporated above includes: on 10-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2014. Essure removal date ((B)(6) 2015) added. Lot number added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, back pain, blood clots and essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain, pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. B91738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included genital haemorrhage, pregnancy and d & c in (B)(6) 2014. Concurrent conditions included overweight, uterine bleeding and adenomyosis. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), menstrual disorder ("menstruation issue"), alopecia ("hair loss") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with loratadine, bactrim (bactrim ds), surgery (underwent total vaginal hysterectomy and left salpingectomy) and surgery (underwent total vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menstrual disorder, back pain, mood swings, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, fatigue, weight increased, alopecia, anxiety and depression outcome was unknown and the pelvic pain, thrombosis, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Current weight 174lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " anxiety, depression" are added. Onset date of events are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain, pain') and thrombosis ('blood clots') in an adult female patient who had essure (batch no. B91738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included d & c in (B)(6) 2014, genital haemorrhage and pregnancy. Concurrent conditions included overweight, uterine bleeding, adenomyosis and endometriosis. Concomitant products included norethisterone (micronor) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), menstrual disorder ("menstruation issue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with citalopram hydrobromide (celexa), loratadine, sulfamethoxazole;trimethoprim (bactrim ds) and surgery (underwent total vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, thrombosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved and the menstrual disorder, back pain, mood swings, dyspareunia, urinary tract infection, vaginal discharge, fatigue, weight increased, alopecia, anxiety, depression and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, mood swings, pelvic pain, post procedural complication, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Current weight 174lbs. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Batch no b91738 production date 2013-10-31 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain, pain') and thrombosis ('blood clots') in an adult female patient who had essure (batch no: b91738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included d & c on (B)(6) 2014, genital haemorrhage and pregnancy. Concurrent conditions included overweight, uterine bleeding, adenomyosis and endometriosis. Concomitant products included norethisterone (micronor) from on (B)(6) 2014 for contraception as well as medroxyprogesterone acetate (depo provera) from on (B)(6) 2015. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), menstrual disorder ("menstruation issue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with citalopram hydrobromide (celexa), loratadine, sulfamethoxazole; trimethoprim (bactrim ds) and surgery (underwent total vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, thrombosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved and the menstrual disorder, back pain, mood swings, dyspareunia, urinary tract infection, vaginal discharge, fatigue, weight increased, alopecia, anxiety, depression and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, mood swings, pelvic pain, post procedural complication, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Current weight 174lbs. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event metrorrhagia, post procedural complication & genital bleeding were added. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain, pain') and thrombosis ('blood clots') in an adult female patient who had essure (batch no. B91738) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included d & c in (B)(6) 2014, genital haemorrhage and pregnancy. Concurrent conditions included overweight, uterine bleeding, adenomyosis and endometriosis. Concomitant products included norethisterone (micronor) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), menstrual disorder ("menstruation issue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with citalopram hydrobromide (celexa), loratadine, sulfamethoxazole;trimethoprim (bactrim ds) and surgery (underwent total vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, thrombosis, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia and genital haemorrhage had resolved and the menstrual disorder, mood swings, dyspareunia, urinary tract infection, vaginal discharge, fatigue, weight increased, alopecia, anxiety, depression and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, mood swings, pelvic pain, post procedural complication, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Current weight 174lbs if you have not had your essure removed, are you currently planning for essure removal? No patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Batch no b91738, production date 2013-10-31, expiration date 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event back pain was updated to recovered/resolved. Reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent total vaginal hysterectomy and left salpingectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: it was reported that she underwent total vaginal hysterectomy and left salpingectomy due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.